Event description:
Customer reported experiencing high blood glucose levels since yesterday. The highest value was unknown but displayed as "high." Customer took corrective measure by administering a correction injection via multiple daily injections and requested a supplies and system check. Customer support identified the issue as user error during the load process, assisted in addressing air gaps in the insulin cartridge setup, and sent replacement supplies as requested by the customer.